Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product - g7 hi-wall e1 liner 36 mm e catalog # 010000935 lot# 6020027, g7 bonemaster ltd acet shl 52e catalog# 010000703 lot# 3976916, tprlc 133 fp type1 bm so 10.0 catalog # 51-110100 lot# 3491450. Therapy date: (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reports: 0001825034-2017-05053, 0001825034-2017-05275, 0001825034-2017-04957.

Event description:
It was reported that the patient underwent left hip arthroplasty the patient developed swelling and tenderness of the leg due to infection.